Event description:
During the procedure, the catheters could not be positioned and the case was cancelled. When performing a no fluoroscopy case with 2 quadripolar catheters in the rv and hra and an ablation catheter, the catheters could not be positioned into the cs to set an intracardiac pole for the anatomy reference. Mapping of the atrium done and after 15 mins of use with the catheters, the decision was made to ablate the low path of the node as it was an avnrt typical. The catheter was positioned based on the navx anatomy into the area of the low path, and as the signals were concordant, ablation began. After the application, a large p-r was noted, so fluoroscopy was used to see where the catheter was and it was just near the his (the navx model had moved). Fluoroscopy indicated the device was in the his and navx indicated it was far from it; the model shifted down and it was not noticed. As there was a model shift without notice, ablation is done in fast path instead of the low path of the node. The slow path was not able to ablate because the fast path was damaged and the case was cancelled.

Manufacturer narrative:
No study data was received, this is a standard shift. The reported event stated that the model shifted down and caused an ablation of an incorrect location. Review of the ensite cardiac mapping system verifies that in some cases a shift can occur. Powering up or shutting down other lab equipment can cause electromagnetic interference with the abbott equipment. In addition, changing connections to other lab equipment such as a stim generator can cause catheter shift. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model. See ensite cardiac mapping system IFU, setup, enguide alignment.